Event description:
It was reported that post-op to a laparoscopic gastric band procedure, a restriction was noticed when the surgeon attempted to perform an adjustment. The patient was brought into surgery and it was noticed that the locking connector came off of port. The surgeon tried to aspirate the band using the tubing but there was still a restriction. At this point, the band and tubing was replaced. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Port not returned one band with 23.4 cms of tubing attached was returned for analysis. Biological debris was noted inside the balloon, a 4 mm cut was noted near the catheter connection on the band, and a piece of suture was tied around the tubing at 19.3 cms from the catheter connection. The tubing had clear witness marks of surgical cutting (most likely the result of device explant. The complaint cannot be confirmed, the velocity port was not returned for analysis. A device history record (DHR) review was performed, and no discrepancies were observed during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. One realize adjustable gastric band-c with 23.4 cms of tubing attached was returned for analysis. Upon visual inspection, some debris was noted inside balloon and a 4 mm cut at 9cm from the catheter connection was observed. Pieces of suture were tied around the tubing at 19.3 cms from the catheter connection. The tubing has clear witness marks of surgical cutting (most likely the result of device explant. The velocity port, locking connector or strain relief was not returned for analysis. Therefore, product analysis cannot confirm the reported event of port disconnection. A review of the instructions for use was performed to determine possible root cause, it is noted that inappropriate connection of the locking connector to the port connection of the swedish adjustable gastric band sagb quick close or inappropriate port location as well as physical activity of the patient may have contributed to the reported event. A device history record (DHR) review was performed, and no discrepancies were observed during the manufacturing process. Events of this type will continue to be monitored and evaluated.